Manufacturer narrative:
(B)(4).

Event description:
It was during an unrelated lead replacement procedure, pericardial effusion was observed after this lead had been implanted. The lead remains implanted. The patient was in good condition post-procedure.